Event description:
During the laparoscopic case, the endocatch pouch stripped off while being taken out of the abdomen. The specimen fell back into the abdomen. No adverse effect on the pt. Dr (B)(6), dr (B)(6).